Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been experiencing high blood glucose over 400 mg/dl for about 10 days. Current reading was 466 mg/dl. He experienced constant urination, dry mouth, vomiting and thirst. He had not eaten and was treating with the insulin pump; he was entering fake grams and had exceeded the max bolus amount. Customer mentioned that the night before, a bolus was partially delivered. The drive support cap is recessed, the tubing had no air bubbles, no insulin leak was found and insulin was not expired. Insulin did exit the tubing with manual prime. The cannula was removed and found it was significantly bent. Most recent reading was 479 mg/dl. Customer had not been able to receive additional training and mentioned he wanted to switch to manual injections instead of the insulin pump. He was advised about options like infusion set types and alternative sites to help with the issue. The customer would change the complete set and monitor his blood glucose level.